Manufacturer narrative:
As reported, the spectrum autopass suture passer is expected to be returned for evaluation. However, as of this filing, the "damaged" passer has not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the device evaluation and the complaint investigation. Device has not yet been returned.

Event description:
The user facility reported that during use of the spectrum autopass suture passer with the needle in a shoulder arthroscopy rotator cuff repair procedure on (B)(6) 2016, part of the "jaw" was broken off inside the surgical site. As reported, the breakage occurred while the passer "entered the subacromial space", the jaws were opened and suffered the fracture. The broken piece was easily and safely retrieved with only a slight delay. Using a back-up suture passer, the procedure was otherwise completed with no further complications or serious injury to the patient. This report is filed on the basic of potential for patient injury with recurrence.

Manufacturer narrative:
The spectrum autopass suture passer and the "used/damaged" needle were received for evaluation. Visual inspection of the returned device by the r&d engineer verified that the lower jaw of the passer was broken. No other damage was visible and the mechanisms appeared to be normal. In this instance, it is believed that the lower jaw may be damaged during non-surgical handing thus initiate a critical weakness in the lower jaw, but not cause ultimate failure. If the weakened jaw was not detected before use, ultimate failure of the lower jaw may occur during use. This suture passer is a reusable device that is cleaned and sterilized between uses. The condition of the returned unit deemed the device as unrepairable. This device was manufactured on 05-apr-2016. A 2-year review of complaint history shows there have been no serious injury or death related to this type of "lower jaw breakage" or the use of this device. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable. The spectrum® autopass suture passer is a manual device intended to pass #2 suture material through soft tissue in arthroscopic procedures. The use of this device is very technique dependent. The suture passer consists of a cannulated shaft attached to a handle containing the device's controls. The shaft contains jaws at the distal end for grasping and manipulating tissue, and a suture capture mechanism. The device's controls consist of two levers, one to actuate the jaws and one to control needle deployment and suture retrieval mechanism. The suture passer is designed to be used with a 5.5mm or larger cannula. To reduce the risk of breakage and patient injury, the instructions for use (IFU) provides the following contraindications, precautions and warnings: contraindications: - pathological conditions in the soft tissue to be repaired or reconstructed which would adversely affect suture fixation. - device is not to be used on bone or similar hard tissue. Precautions: - prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. - avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. - to facilitate sterilization and proper function of the device, clean suture passer properly after each use. - instruments should be stored in the shoulder restoration system tray to protect the features. -if used arthroscopically, do not use the suture passer through a cannula less than 5.5mm in diameter. Warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism.